Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation sternalock blu system screw 2.4 x 12 mm catalog #: 73-2412 lot #: ni, biomet microfixation sternalock blu system screw 2.4 x 14 mm catalog #: 73-2414 lot #: ni, biomet microfixation sternalock blu system plate, 4 hole square catalog #: 73-2622 lot #: ni, biomet microfixation sternalock blu system plate, 8 hole x catalog #: 73-2623 lot #: ni, biomet microfixation ribfix blu system 12-hole prebent plate catalog #: 76-2602 lot #: ni. Therapy date: (B)(6) 2018. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00458, 0001032347-2018-00460, 0001032347-2018-00461, 0001032347-2018-00462, and 0001032347-2018-00463.

Event description:
It was reported a revision was performed due to a screw fracturing. After re-fixation of sternal halves for sternal dehiscence in (B)(6) 2017, in (B)(6) 2018 patient returned to hospital with the same complaints he had before reconstruction. During the revision it was identified that half the screws had loosened out of the left sternum and one screw was broken right below the head. The sternum was cleaned and a new osteosynthesis with sternalock blu implants in combination with a competitors system. No additional patient consequences were reported.

Manufacturer narrative:
These parts were removed in a revision and the returned screw was fractured, therefore the complaint is confirmed. It was reported that these parts were removed in a revision due to screws pulling out of the bone on the left half of the sternum. It was also reported that one of the screws fractured. The distributor stated that only the screw that broke will be returned. One part #73-2414 was returned in a red biohazard bag. The screw was removed from the bag for visual evaluation and was found to be clearly fractured transversely through the shaft of the screw, at the beginning of the threads that purchase the bone. Deformation is present on the upper locking threads where the threads would have interfaced with the plate. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Operative notes to prior revisions were provided. A review of the operative notes show patient conditions of heart disease, hypertension, and smoking. They also show that the patient had previously experienced sternal dehiscence and infarction in the sternal area. The instructions for use (IFU) for this screw states in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. The IFU also states in the section titled warnings: adequately instruct the patient. Postoperative care is important. The patient¿s ability and willingness to follow instruction is one of the most important aspects of successful management of fracture or other non-union. Patients with senility, mental illness, alcoholism, or drug abuse may be at higher risk of device failure since these patients may ignore instructions and activity restrictions. The patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing. The patient is to be made aware and warned of general surgical risks, complications, possible adverse effects, and to follow the instructions of the treating physician. The patient is to be advised of the need for regular postoperative follow-up examination as long as the device remains implanted. Investigation results concluded that the reported event of the screw fracture was due to excessive force beyond what the screw is designed to encounter at the shaft of the screw, most likely after the screw pulled through the bone. The most likely underlying cause of the screw pulling out of the bone could not be determined based on the materials provided. Potential contributing factors are the multiple patient conditions provided in the operative notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00458-1, 0001032347-2018-00460-1, 0001032347-2018-00461-1, 0001032347-2018-00462-1, and 0001032347-2018-00463-1.

Event description:
This follow-up report is being submitted to relay additional information.